Event description:
It was reported that the patient's left ventricle remained unloaded despite higher left ventricular assist device (lvad) speeds which indicated that the pump was not offloading the patient's ventricle. Clinical picture was not suggestive of right ventricular failure or aortic insufficiency. The patient had a known kink in the outflow graft. Log files showed no unusual events recorded in the log file event history, but the pump parameters trending could be associated with some type of obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink could not be confirmed through this evaluation, and a specific cause for the reported kink could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 further cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.